Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 06/18/2024.

Event description:
Explanting physician reported rupture and capsular contracture, baker grade ii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Event description:
Explanting physician reported rupture and capsular contracture, baker grade ii diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.4, d.9, h.3, h.4, h.6. Device evaluation: the device related to the reported events rupture was received on june 18, 2024, with lot number 2135118. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken on anterior side assessed as fold flaw opening. As per the investigation procedure particles, wear abrasion, creases, non-penetrating nicks and missing shell were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Explanting physician reported, rupture. And capsular contracture, baker grade ii. Diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device. This record relates to the left side.